Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and was not able to reproduce the problem. Two plunger clamps and a lld spring were replaced as a precaution. The instrument was tested without further problem and returned to service.